Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that during a routine follow up, the device was not able to be interrogated with the programmer and there was no device output. It was noted that expected longevity of the device based on previous longevity estimates was greater than 12 months. The device was explanted and replaced. No patient complications were reported.